Event description:
It was reported that the patient presented with low back pain. The patient underwent an anterior lumbar interbody fusion (alif) l5-s1 using 2 peek cages and rhbmp-2/acs. Per the patient, the procedure ¿took about 2 hours and 30 minutes of operating room time.¿ the patient reports ¿writhing in pain in the recovery room,¿ and states that the surgeon informed her post-op that it was ¿an easy procedure.¿ a 90 days post-op, the patient reported severe pain in the buttocks and problems controlling bladder function. The patient was referred to an orthopedic specialist. The patient reports ¿there are days when I hardly know my name. I fear getting out of bed each day. I am grouchy and I have no energy... I gave up a ¿ career because I could no longer concentrate on the subject matter.¿ the patient reports constant pain, many epidurals and norco to reduce, but not eliminate the daily pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.